Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon was unable to use instrument to full capacity. A crack was noted at tip of instrument which prevents the scissor blades from closing completely. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure delay would have been minimal, maybe minutes. The reporter added that the surgeons generally dislike when the instruments are expired or malfunctioning and a replacement is needed. Its more of an inconvenience than anything.